Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and was changing screens on its own. Customer also reported that the device's keypad was unresponsive. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 380 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarms were noted. All operating currents were within specification. The pump passed the self test. No scrolling display or flash light without buttons being pressed noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.